Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that device interrogation showed that the patient received inappropriate high voltage therapy as a result of an increased atrial rate resulting in sensing of both p waves and r waves. Additionally, an increase in capture threshold, a decrease in right ventricular sensing and pacing lead impedance were also noted. Fluoroscopy showed the lead was dislodged. Lead was successfully repositioned.